Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields; d4(UDI). The fse that encountered the issue stated that during storage someone damaged the ac line cord. The fse replaced the ac line cord. Operation was checked. The iabp was then suitable for clinical use.

Event description:
It was reported that during routine check, discovered by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) while in storage someone broke the ac line cord and batteries do not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.